Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. Ppae ( cardiac tamponade/hypotension): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 77-year-old male patient was admitted with lower leg edema and acute heart failure with an ejection fraction of 15-20%. An intra-aortic balloon pump (iabp) was placed initially, followed by an impella 5.5 placement. The patient went to the cath lab for a high-risk pci procedure. Post procedure, the patient was acutely hypotensive requiring IV fluids. An echo was done showing tamponade and an emergent pericardiocentesis was done at the bedside. The pci site was oozing post procedure due to supratherapeutic ptt. While in the ICU on 5.5 support, the patient became hypotensive requiring vasopressor initiation. Medications were weaned off and impella was successfully explanted on (B)(6) 2025.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.